Manufacturer narrative:
\Product analysis: macroscopic and optical examination did identify thread crest or flank damage on the leading portion of the thread. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by sales rep, the patient got the surgery due to "plid". During the surgery, there was one screw found slipped and doctor had to replace new one to complete the surgery, the surgery completed successfully. The screw came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.